Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 400mg/dl and ketones. The cause of elevated bg was unknown, however customer reportedly was unable to change supplies due to work. The customer went to the emergency room and was subsequently hospitalized. Tandem technical support attempted to troubleshoot with the customer, however customer declined to give any additional information regarding the reported issue.